Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The target lesion was located in an unspecified obtuse marginal branch of the left circumflex artery. A taxus liberte (otw) 12 x 2.50 mm was advanced and deployed in the target lesion with 12 to 14 atms. During withdrawal, the physician encountered resistance and noted "stickiness" of the balloon to the stent strut. The unspecified guide catheter was influenced to "suck" into the left main artery. The balloon was able to be successfully removed. The procedure was considered to be completed with this device with successful stent results. There were no pt complications reported with the pt's current condition listed as "good."